Manufacturer narrative:
Based on the claim against the product by the customer noting the "illuminator lamp module error..." Message occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and found that the printed circuit board (pcb) was broken in the illuminator. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. Device returned. Intuitive surgical, inc. (Isi) has not received the illuminator for evaluation. Therefore, the probably root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is classified as a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report an "illuminator lamp module error..." Message displayed when replacing the lamp module. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reseat the lamp module again, but the customer stated that they had reseated the lamp module already with no change. The tse then guided the customer to perform hard power cycle of the system; however, the customer elected to continue the procedure without performing the troubleshooting. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the illuminator initialized without error. The reporter stated they resolved the issue by replacing the illuminator and the procedure was completed robotically with no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the "illuminator lamp module error..." Message occurred, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. The illuminator was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. The unit was checked on an in-house system and the printed circuit assembly (pca) board that is usually connected to the housing has broken off. The pca board was found loose. The complaint regarding the error message was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the unavailable arm after the start of the surgical procedure was likely a faulty component in the fiber cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The illuminator was further analyzed by the original equipment manufacturer (OEM) and it was found that the unit had the interlock board assembly discolored. The dusty unit was cleaned and it passed testing.